Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: website form.

Event description:
Customer reporting 3 false negative sars results. Customer states they were positive by other brand rapid antigen test (unknown timeframe between testing). Report 2 of 3.